Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 81 mg/dl. The customer was refilling the pump when the alarm occurred. The customer stated that the incident happened a month ago as well. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.